Event description:
It was reported that, when using the fingerprint scanner, an electrical shock was felt by two technologists. No injury reported. A field engineer was dispatched to the site. The field engineer measured and found 0.628vac present on the surface of the scanner. The fingerprint scanner was replaced and verification of surface voltage, ground integrity, and wiring was done. Once this was completed the system was working as intended.